Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 186 mg/dl. The alarm occurred several times during priming and several times while bolusing. The customer stated that they work in the medical field but the device was not exposed to a strong magnetic field or MRI. The customer does not use the sensor feature. They are able to rewind the device. The customer stated that they noticed the bulb went out and it was glaring. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarms noted. However, the insulin pump is missing segments on the display due to cracked zebra connector on lcd board. The insulin pump has cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address number label, stained end cap sticker and cracked end cap.